Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Related manufacturer report number: 1627487-2023-01310, 1627487-2023-01343. It was reported that the patient's ipgs became inoperable due to not recharging as recommended. As a result, the patient underwent surgical intervention during which both ipgs were explanted and replaced on (B)(6) 2023. During the procedure, the patient elected to remove their occipital paddle lead, but the physician was unable to remove it completely. The lead was severed and partially explanted.